Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for physical defect of test strips. Complaint was reported via e-mail. Customer reported that one of the test strips in the vial appeared to have been previously used. Customer stated that the vial had been sealed, and they had already used several of the test strips. Customer stated they noticed the discoloration as a used strip would have. Lot information was not provided. No symptoms or medical attention associated with the use of the product was reported.